Event description:
Patient reported intermittent heartmate ii alarms. Alarm was brief and patient was unable to identify which alarm had happened. History showed alarms relate to low voltage concerning for driveline integrity. Patient was hospitalized for driveline repair by thoratec engineers. Procedure was well tolerated. Device history showed pump speed drops to 0 rpm.